Manufacturer narrative:
Therefore, because a serious injury resulted, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that an x-tip separated in a pt's mandible; the separated piece was removed surgically.